Event description:
Pt reported the infusion device "just died" 2-3 weeks before the run time was complete. This occurred at least 1.5 years ago. Pt does not believe the infusion device displayed an alert or error message. The infusion device was requested for evaluation. No further info is available. No physiological effects were reported and the pt did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.